Manufacturer narrative:
A1 - unk a2 - unk a3 - unk a4 - unk a5 - unk a6 - unk b3 - unk d2 - product code: unk (esubmitter software does not allow for a blank or 'unk' entry) d4 - unk d6a - unk d6b - unk h4 - unk (B)(4)

Event description:
The reporter indicated that an implantable collamer lens was implanted. Ac shallowing, iris bowing, and pigment on the anteriror surgface of the lens was observed. Lens remains implanted. Reportedly iop is normal. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted an implantable collamer lens into the patient's left eye (os) in 2021. The patient experienced an ac shallowing, iris bowing and pigment. Reportedly "bilateral evo patient with ac shallowing, iris bowing, and pigment on the anterior surface of the icl, who was referred to her. The patient had her icls implanted in germany in 2021.the iop is normal today." The lens remains implanted. H6- health effect - clinical code: "4581- ac shallowing, iris bowing and pigment" should be added. H6- health effect - impact code: "2199" should be removed and "4614" should be added. H6-medical device problem code: "3189" should be removed and "2993" should be added. Claim# (B)(4).